Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2010; 4076 implantable pacing lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Event description:
It was reported that the right ventricular lead had high impedance and a fracture was suspected. Also reported was possible early battery depletion of the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.